Event description:
It was reported that a remote transmission indicated intermittent far field r waves observed on the presenting rhythm and stored atrial tachycardia/atrial fibrillation episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.